Event description:
A malfunction was reported, identified by a malfunction code of malf 9. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact to the blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the code recurring. Customer was advised to continue using the pump and to contact support if the malfunction recurred, and they acknowledged this guidance.